Event description:
The customer reported via phone call that they put in one unit for the high pressure and nothing was occurring on the insulin pump. Customer also reported a possible blockage with the insulin pump. Customer's blood glucose was 28 mmol/l. The customer requested a replacement insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the seat, rewind, displacement and occlusion tests. The pump had a scratched case noted during visual inspection.